Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. 904761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful hips, pain abdominal, abdominal cramps, abdominal discomfort, vaginal delivery and spotting vaginal. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anaemia ("anemia"). The patient was treated with surgery (robotic hysterectomy on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure procedure with non patency of the fallopian tubes bilaterally. Ultrasound pelvis - on (B)(6) 2015: pelvic pain and abnormal bleeding, menorrhagia, dysmenorrhea, uterus present, essure coils seen.. Ultrasound scan vagina - on (B)(6) 2015: pelvic pain and abnormal bleeding, menorrhagia, dysmenorrhea, uterus present, essure coils seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, anemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. 904761-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful hips, pain abdominal, abdominal cramps, abdominal discomfort, vaginal delivery and spotting vaginal. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmennorhea") and anaemia ("anemia"). The patient was treated with surgery (robotic hysterectomy on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure procedure with non patency of the fallopian tubes bilaterally. Ultrasound pelvis - on (B)(6) 2015: pelvic pain and abnormal bleeding, menorrhagia, dysmenorrhea, uterus present, essure coils seen.. Ultrasound scan vagina - on (B)(6) 2015: pelvic pain and abnormal bleeding, menorrhagia, dysmenorrhea, uterus present, essure coils seen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.